Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model z9002, was performed on the left eye of a female patient because the patient was not satisfied with her vision. (Unexpected post-op refraction). No patient injury, incision enlargement, or additional procedures were reported. The lens was replaced with model zct150 lens. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and the lens was received cut in two pieces (approximately half) which is consistent with a lens that has been explanted. Visual inspection at 10x microscope magnification was performed and residues of viscoelastic (ovd) lubricant were detected in the lens optic body. Loose particles in the optic body is compatible with handling the lens out of the sterile environment were observed. Manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.